Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet was powered off. A field service engineer found that the that the circuit breaker for the wall outlet had tripped, and it was reset. After restoring power, rebooted the station and inspected the system to ensure there were no other issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000, the device powered down, and the tower failed to power back on. There were no delay or adverse events or injuries reported based on this event.